Event description:
It was reported that the left ventricular (lv) lead had dislodged and was residing in the right atrium (ra). The lead was found to have no capture. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).